Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on 03/08/2016, the patient's receiver displayed error 121. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, concomitant medical products and therapy dates - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and call tech support error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the call tech support error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.